Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 46 mg/dl. The customer stated that his blood glucose levels dropped because he delivered the bolus before eating his meal. Advised the customer to monitor his blood glucose levels and call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.